Manufacturer narrative:
No pt info as no pt involved in this concern. Medtronic rep. Was unable to reproduce issue. Files were sent in for medtronic engineer to review, and were found to have no errors and worked fine. Unable to investigate further.

Event description:
Site is reporting that microscope tumor boundaries are larger than what is built on the treon system. This event did not occur during surgery and no pt was present.